Event description:
It was reported by the customer that a pyxis medstation es system device was not communicating and it was critical override. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was not communicating a field service engineer inspected cable connections to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device.